Event description:
Healthcare professional additionally reported right side "multiple lymph nodes were seen in the axilla with classic "snowstorming", most compatible with silicone laden lymph nodes largest measuring approximately 10 mm in size." Device has been explanted and replaced.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. ¿ silicone migration: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.